Event description:
Asr revision.asr xl - bi-lateral left.reason(s) for revision.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason for revision: pain.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr xl - bi-lateral left, reason(s) for revision: unknown**. Update received: 1st july 2013 - amended head lot number, added product: taper sleeve, added hospital name: (B)(6), added reason for revision: pain, amended revision date: (B)(6) 2013 and added surgeons name: dr (B)(6). Update received: 6th may 2014 - filled mapped to mw fields, cross referenced, attached bi-lateral query and response document, added hospital: (B)(6), correct lot number for cup to 2348536 as previous lot number was invalid (see additional information for further explanation) and advised non depuy stem. Bi-lateral patient - please see (B)(4) for right side revision. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem.